Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The delivery wire and catheter were returned for evaluation without the pipeline as it was implanted in the patient. The delivery wire was found inside catheter with its distal segment extended out of the catheter tip. The delivery wire was removed from the catheter for further examination. The core wire were found intact but the tip coil, distal protective subassembly (dps) restraints and dps sleeves were found to be missing from the delivery wire. The delivery wire appeared to be kinked. The catheter tip was found damaged with the sides of the tip slightly folded into the inside of the catheter. The inner liner of the tip appeared to be delaminated on the same side with the folding. An in-house mandrel was inserted through the catheter hub. The mandrel passed through the catheter and got stuck at the damaged tip. Based on evaluation of returned parts, the customer's report that pipeline flex failed to open could not be confirmed as the pipeline flex was not returned for evaluation. The cause for the reported experience could not be determined. The customer's report that the pipeline delivery wire became stuck during retraction was confirmed. It is possible that the dps restraints got caught to the damaged tip of the catheter during delivery system retrieval. It is likely that the catheter tip was damaged and the inner liner delaminated on the sides of the tip prior to or during system retrieval. This damage and delamination of the liner prevented the dps from pulling back through the catheter. In regards to the missing parts, it is likely that the tip coil, dps restraints and dps sleeves came loose during the removal of the delivery wire. The whereabouts of the missing parts is unknown. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right superior hypophyseal carotid aneurysm, the physician reported that the pipeline flex device developed a twist during deployment. The deployment went relatively well until the end. The pipeline flex device was mostly deployed and about half of the device was still in the catheter. The device developed a twist. The physician resheathed the device twice but the twist still remained. The physician then manipulated the microcatheter by locking down the delivery wire and moving both as a system for approximately 15 min to facilitate the expansion of the pipeline flex but it did not resolve the twist. In a final effort before they were going to re-sheath the device and remove it, the physician pulled it hard and the twist finally came out. The physician finished deploying the device without incident. When the physician tried to recapture the delivery wire, it would not enter the catheter. The physician tried separating the catheter and distal marker several times but delivery wire could not get in. The physician finally removed the marksman and wire together. The physician was never able to get the delivery wire back inside the catheter even on the table. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
A supplemental MDR will be filed as necessary when additional reportable info becomes available.